Event description:
It was reported that the patient had right heart failure and that an index procedure was complicated by a right ventricular free wall injury post pledget suture and required slow wean of inotropes for right ventricular support. A retroperitoneal ultrasound was performed without evidence of hydronephrosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter email: (B)(6).

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient was eventually deemed stable enough for discharge home without inotrope support. All events reportedly resolved. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure as an adverse event which may be associated with the use of heartmate 3 lvas. Although the reported infection was deemed not device-related, infection is also listed as a potential adverse event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.